Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced complications noted as swelling on their abdomen following replacement of an implantable neurostimulator (ins). An ultrasound was planned to determine the cause of the swelling. Additional information was requested, but was not available at the time of this report.